Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient was getting severe pain from the right cheek, where the ins was located, down to their toes. The patient stated after walking a few minutes, they were getting burning where the implant was located. They felt numbness in their leg and toes. It was stated that if the patient touches the ins the site is so tender, it just burns and hurts. The patient went on to say that they spoke to a manufacturer representative (rep) who told them to turn down the stimulation and see if it got better. So the patient turned it down and off. The patient went to the chiropractor and that didn't help. The patient services specialist (pss) had the patient check the program status with their patient programmer. The patient stated they had an information screen of poor communication and they kept getting this screen, the pss had the patient reposition antenna and sync again and the patient saw they were on program 2 at 0.0 v with lightning bolt. It was reported that the patient turning the stimulation down and off didn't resolve their symptoms. It was stated the patient's symptoms started suddenly. The patient noted they have a 5 acre lawn that they mow and wasn't sure if that had anything to do with it, they stated it never bothered them before to mow the lawn. No further complications were reported as a result of this event.